Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor was fractured. The overlay tubing of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient presented after hearing the alert tone sounding and was told that the right ventricular (rv) lead had broke. It was also reported that the rv lead had a fracture. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event. On (B)(6) 2012: it was further reported that the rv lead had high impedance. On (B)(6) 2015: it was later reported by the patient that the patient received multiple shocks. On (B)(6) 2016: it was later reported that there was noise on the electrogram and displayed in real-time.